Manufacturer narrative:
(B)(4). The reported complaint was confirmed. During the laboratory evaluation, the reported issue was duplicated. Internal inspection found the main bearing was leaking grease/oil on the encoder wheel and drive belt. Service records show the bearing has not been replaced since initial manufacture, indicating the pump still had the generation one bearing. The product will be sent to service to be brought to manufacturers specifications before being returned to the customer. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
(B)(4). Evaluation is in progress, but not yet concluded. This complaint is related to emdr #1828100-2016-00264.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, there was a "belt slip" error on the roller pump and intermittently shutting off. The device was not changed out. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. Per the clinical review on (B)(6) 2016: according to the perfusionist (ccp) on (B)(6) 2016, the roller pump was being used with two vent lines and was on and running for 20 minutes prior to case. Approximately one minute prior to commencing cpb, the roller pump stopped rotating and a ¿belt slip¿ error was displayed with an audible alarm. The ccp removed one of the vent lines and restarted the pump and used it with a single line only. She stated that it seemed to help when she removed one of the vent lines. In the middle of the cardiopulmonary bypass procedure, the ccp received a second ¿belt slip¿ error accompanied with an audible alarm. She again mitigated the error message/pump stop by restarting the pump. In this case, there was no delay the procedure, the pump was not changed out, she did not hand crank and the surgery continued successfully with minimal interruption. There were no negative consequences in terms of patient impact.